Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump received multiple no delivery alarms. It is unknown when the alarms occurred. It was also reported that the customer experienced scratches on the pump screen, diminished battery life, and buttons that were hard to press. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed as the customer declined transfer to the helpline department. The pump will not be returned for analysis. No product is expected to return for analysis.